Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during laser assisted cataract surgery, as the arcuate cuts were being made, there was perforation of the cornea. Per the nurse, the perforation sealed on its own with no treatment required. In a follow up, the company representative reported that the engineer visited the site to evaluate the system, and ensure that the depth settings were correct. The engineer recommended to the site to adjust the arcuate depth from 85 percent to 80 percent, as another surgeon at the same site has not had any issues with the 80 percent depth. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the system was examined at the reporting site, and no issue could be identified. A company representative adjusted the arcuate depth setting as a preventative measure. A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. The root cause cannot be determined conclusively. (B)(4).